Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a pocket infection. It was noted that the device pocket site was not closing properly. There is no known allegation from the physician whether the infection was caused by the device system. The device system was explanted. Patient was stable and will continue to be monitored.